Event description:
It was reported the patient began having withdrawal symptoms a few weeks ago (from the time of this report). The symptoms were due to a lack of baclofen or the patient was having a ¿blockage again¿. The pump was not emitting drug or not emitting enough drug. The patient is afraid the health care provider (hcp) will not be willing to do a revision because the patient is ¿high risk¿ (patient has a history of infection). The medication being delivered via the pump was gablofen. Additional information has been requested regarding interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated. (There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4): infection after catheter revision and (B)(4): cath revision; sx; hip dislocation).

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8785, lot# n359819, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that they were looking at a possible catheter revision. The hcp reportedly was not certain he wanted to do that, so the reporter wanted referrals to other hcp's.